Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0pt4a, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type :lead. Fdc applies to ins and lead fdd codes apply to leads only, ins included as part of system report.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The caller stated that when the lead was removed the electrode broke off and remained in the patient. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the patient never had the back surgery to have the lead fragment removed. The patient requested information on having an unrelated MRI with the lead fragment and was provided information and advised to follow-up with their healthcare provider (hcp) regarding the MRI safety information.